Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 24.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The inspection showed that the insulation was found abraded through 11 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported inappropriate shocks. The abrasion was consistent with exposure to constant friction against the generator housing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted due to malfunction with inappropriate shocks. Should additional information become available, this file will be updated.